Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4). H.10 reflects all related report numbers associated with this product event that have been submitted at this time.

Event description:
A facility representative reported that during surgery, they noted the damaged lens. Additional information has been requested and received stating that the initial lens was loaded into the injector by my scrub technician. As the lens was coming out of the injector, it appeared the lens was trying to "flip". As a result, the lens injector was removed from the eye. As the lens was injected out of the injector to be reloaded for implantation, the trailing haptic disconnected from the optic. A backup lens was used at that time. After inserting the lens into the eye, the trailing haptic became "stuck" in the lens injector. Forceps were used to gently remove the trailing haptic from the injector, but the haptic was broken approximately half way to its connection on the optic. Procedure was completed on the same day. Issue noted with the initial lens during priming. Surgeon was uncertain what caused the event, if faulty lens or error in loading. Both lenses felt "fragile" compared to previous lenses used and had previously had haptics get "stuck" in the injector and had always been able to gently remove the haptic from the injector without difficulty. Surgeons prognosis was noted to be good. Lens was able to be removed and replaced with a non-toric lens.